Manufacturer narrative:
(B)(4). The analysis results showed that the tl30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a ¿parenchymal resection¿ procedure after reloading the device did not staple. No patient consequences reported. Procedure was completed with same like device. No further information is available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.